Manufacturer narrative:
This report is being filed to correct the following fields: b5: describe event or problem. H6: impact codes.

Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing of atrial activity resulting in delivery of an inappropriate shock. Review of the lead on x-ray showed no slack in the lead compared to previous x-rays. No further assistance was requested. No adverse patient effects were reported. This lead remains in service. If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was received that the patient presented to the hospital following receipt of inappropriate anti-tachycardia pacing (atp) and inappropriate shocks due to ongoing oversensing of atrial activity. Review of the recent x-rays showed the rv lead to be sitting shallow in the rv with the rv coil sitting within the tricuspid valve, which, was felt to be the cause of the oversensing of atrial activity. The patient was admitted to the hospital and the physician planned to turn off tachycardia therapy per the request of the patient. No additional adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing of atrial activity resulting in delivery of an inappropriate shock. Review of the lead on x-ray showed no slack in the lead compared to previous x-rays. No further assistance was requested. No adverse patient effects were reported. This lead remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing of atrial activity resulting in delivery of an inappropriate shock. Review of the lead on x-ray showed no slack in the lead compared to previous x-rays. No further assistance was requested. No adverse patient effects were reported. This lead remains in service. If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was received that the patient presented to the hospital following receipt of inappropriate anti-tachycardia pacing (atp) and inappropriate shocks due to ongoing oversensing of atrial activity. The patient was admitted to the hospital and the physician planned to turn off tachycardia therapy per the request of the patient. No additional adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.